Event description:
It was reported that a leak occurred at the connection of a baxter administration set for blood and an unknown cannula during priming. It was reported that all luer connections were checked prior to use to ensure that they were secure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received at the plant for evaluation. The sample was heavily contaminated with blood. For this reason, only a visual inspection was performed through the plastic bag that contained the set. No device problems were detected. No further testing could be performed. The reported condition could not be confirmed and the root cause could not be determined. If relevant additional information becomes available, a followup report will be submitted.